Event description:
Reported events of "port infection", and "enterocutaneous fistula", from journal article: "experiences of two centers of bariatric surgery in the treatment of intragastrale band migration after gastric banding - the importance of the german multicenter observation study for quality assurance in obesity surgery 2005 and 2006", int j colorectal dis (2008) 23:901-908 springer.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on : 30/sep/09. The product associated with this report will not be returned as it is no longer available. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Infection and fistula are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.